Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir and tubing have air bubbles in it. The customer's blood glucose reading was 127 mg/dl at the time of incident. Troubleshooting found that the air bubbles were very small but the customer declined to troubleshoot. The customer was advised to monitor the tubing and pay close attention to their blood glucose and size of air bubbles.